Event description:
It was reported that the 6800 system intermittently would not fluoro and locked up during case. The 6800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control board was replaced during the service call. The system was tested and found to be working as intended, and put back into service.